Event description:
The patient was re-admitted for elevated hemolysis markers with suspected lvad thrombus (phgb = 32.9 mg/dl, ldh = 243 u/l). Tee ((B)(6) 2013) illustrated mobile thrombus at the inflow with decreased inflow velocities (0.32 m/s).